Event description:
It was reported the patient has had "problems with my device since implanted". Patient reported device has been reprogrammed in the past. Patient also complains of exhaustion. Follow up with physician's office revealed patient has not been seen for approximately seven months. At the last visit, patient complained of palpitations. Device was "functioning in a normal manner". Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.